Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found to function as intended and was able to re-start after a downstream occlusion alarm occurred. A review of the event history log showed that the device auto-restarted after all of the downstream occlusion alarms. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion and would not auto-restart. There was no report of patient injury or medical intervention associated with this event. No additional information is available.